Event description:
During a surgery a 3.2mm drill adapter was used. The drill bit seized in the adapter immediately upon drilling. The adapter was removed and a second bit and drill adapter were used, without further issue. A minor delay was due to the staff going to obtain the second drill bit. The drill guide used initially was cleaned and retrieved from the customer. Damage was noted on the drill guide at the distal tip. Obvious metal burrs and scratches were observed.

Manufacturer narrative:
It was reported that when the 3.2mm drill adapter s/n (B)(6) was used, the drill bit seized in it immediately upon drilling. It was not used for the remainder of the surgery. The field service engineer stated that a damage was noted on the drill adaptor at the distal tip, and that obvious metal burrs and scratches were observed. Calipers were used to check the distal end and it was noted that the maximum diameter was only 3.11mm. A second drill bit was tested and it would not insert fully into the drill adaptor either. The 3.2mm drill adapter s/n (B)(6) was returned for investigation by a hardware engineer. A visual inspection indicated that there is an impact on the tip of the drill adapter. A physical inspection indicated that the 3.2mm measuring rod can not be inserted in the guiding cylinder of the drill adapter. The root cause of this event remains unknown. However, a probable root cause is that the user drilled with the cutting area of the drill bit still inside of the drill adapter, which damaged the inner drill adapter cylinder and its tip. D4 unique identifier (UDI) #: (B)(4).

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
During a surgery a 3.2mm drill adapter was used. The drill bit seized in the adapter immediately upon drilling. The adapter was removed and a second bit and drill adapter were used, without further issue. A minor delay was due to the staff going to obtain the second drill bit. The drill guide used initially was cleaned and retrieved from the customer. Damage was noted on the drill guide at the distal tip. Obvious metal burrs and scratches were observed.